Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Image defect due to the cable buckling. The device evaluation found failure of watertightness of the image and cable. Based on the results of the investigation, a probable root cause cannot be identified. The retention period of the DHR is 15 years. This device was manufactured more than 15 years ago, a DHR could not be verified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a cable disconnection and poor image quality issues. The event was identified before a therapeutic transurethral ureteroscopy lithotripsy procedure, and it was completed using another camera cord. There were no reports of patient harm.

Event description:
It was reported the subject device had a cable disconnection and poor image quality issues. The event was identified before a therapeutic transurethral ureteroscopy lithotripsy procedure, and it was completed using another camera cord. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.